Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se replaced the graphic user interface (gui) printed circuit board (pcb), which resolved the reported issue. The ventilator then passed testing.

Event description:
It was reported that a ventilator had an erratic display. The ventilator was not on a patient at the time of the event.